Event description:
Patient reported "lumps, pain, deformation, fluid coming out and infection" on right side. The device remains implanted.

Manufacturer narrative:
The event of fluid discharge and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid coming out and infection.